Manufacturer narrative:
(B)(4) - supplemental MDR - scale marking issue. One sample and four photos were provided to our quality team for investigation. Through visual inspection, it was observed that syringe has double print on the entire scale markings in the barrel. The condition observed is non-conforming per product specification. The potential root cause for the double print defect is associated with the marking process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3082577. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Event description:
Material: 303134, lot: 3082577. It was reported that the bd syringe 10ml s/t 200 s/c had a scale marking issue. The following information was provided by the initial reporter: rcc received a complaint via email. Bd 10ml syringe slip tip embout luer-slip (ref: 303134, lot: 3082577, exp 2028-02-29). On (B)(6) 2025, one (#1) x 10ml syringe slip tip embout luer-slip had double imprints for numbers and marked increments. No patient harm. Syringe issue was escalated and removed from IV complex. Sample available for return by customer for further investigation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.